Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and severely tortuous obtuse marginal branch. The physician advanced a 2.0mm x 15mm apex over the wire balloon to the lesion. Upon the first inflation the balloon was inflated to 7atms and the balloon ruptured. The procedure was completed with a different device. There were no patient complications. Patient status is reported as good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)